Event description:
It was reported that the vide system center had no endoscopic image, stripes appeared on the endoscope image. The issue was found during sedation for a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.